Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (2gm, every 5th day), ceftazidime injection (1gm, per day) and heparin injection (1/2 ml, per bag) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of the event was unknown. On an unknown date, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 5th day, discontinued), ceftazidime injection (1gm, intraperitoneal, once a day, discontinued) and heparin injection (0.5 ml per bag, discontinued) for the event. At the time of this report, the patient has not recovered from peritonitis. On an unknown date (after peritonitis), pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.